Event description:
The pt's hearing ability became worse and worse, beginning approx. 3 weeks ago. The pt lost all sense of sound (at times they could hear slightly). Telemetry measurements show 'weak coupling'. The external parts were exchanged but the situation was not altered.